Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2011-(B)(6), 4196 implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. As a result there was no biventricular pacing for several beats. The ventricular sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.